Event description:
The customer reported that the insulin pump delivered a 5.0 unit bolus that she did not program. The customer stated that the buttons were not being pressed by anything. Reviewed the bolus history, and found that the insulin pump had initially been programmed for 10.0 units, but it only delivered 5.0 before it was suspended. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to confirm unexpected bolus deliveries due to overwritten history files. However, monitored the insulin pump, and no unexpected boluses occurred.